Event description:
The pt was implanted with a synchromed pump and an indura catheter for intrathecal infusion of bdnf (brain derived neurotrophic factor) on 12/16/1998 as part of a clinical protocol for pts with als (amyotrophic lateral sclerosis). On 7/23/1999, the pt underwent an fluoroscopy of the catheter where it was determined that the catheter was severed. The catheter and device remain implanted due to the pt's advanced disease (als). The pt was withdrawn from the study by the invesitigator.